Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during the morning assessment the rn noted a significant amount of air in the tubing. The rn reprimed the tubing and reconnected it to the patient. About an hour later it had sucked air in through the line again. They replaced the bag and tubing and examined the old clip and tubing to see if there was a tear or hole and when they did that, the tubing came disconnected completely from the clip mechanism. There was no patient harm.

Manufacturer narrative:
Investigation summary: the customer reported a significant amount of air was seen in the tubing but an rn during a morning assessment. The rn re-primed the tubing and reconnected it to the patient. About an hour later, air was seen in the line again. The bag and tubing were replaced and examination of the old clip and tubing was performed to see if there was a tear or hole. When this examination took place, the tubing disconnected completely from the clip mechanism. There was no patient injury/harm reported. A device history record (DHR) review was unable to be performed as the reported lot number was unknown. One used sample was returned for evaluation. Visual inspection confirmed the pvc tubing was disconnected from the cassette. The root cause of the confirmed product issue is related to the pvc tubing diameter. A corrective action for the extrusion process has been completed and is documented within a formal investigation. This event will be used for tracking and trending purposes.